Manufacturer narrative:
The device is unavailable for return. Dicarded at user facility.

Event description:
It was reported to target that a idc coil detached inside a catheter while being pulled back. When the physician injected contrast the coil "swam out" and hung, semi-loose, at the site where the physician had, unsuccessfully, tried to fit it. The pt with a dural fistula, died on the table. This was not a direct consequance of the product malfunction.